Manufacturer narrative:
The insulin pump received with alarm after battery change due to connector voltage leak on interface board. Cracked reservoir tube lip and cracked battery tube threads noted. Several boluses were programmed and delivered. The insulin pump was monitored with a basal. Boluses and basal functioned properly. Boluses recorded properly in bolus history.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 539 mg/dl at the time of hospitalization. Customer stated that her insulin pump was not working correctly, because it did not delivered the correct amount of insulin at the time of bolus and leaded to elevated blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.